Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided.

Event description:
The customer stated that falsely elevated calcium results were generated for a patient sample (ID (B)(6)) tested on the architect c16000 system. Results ranged from 2.04 to 4.47 mmol/l on (B)(6) 2020. Another sample showed falsely elevated results. Sample ID (B)(6) tested on september 10, 2020 generated results from 1.83 to 5.47 mmol/l. No adverse impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) performed multiple troubleshooting tasks including the replacement of the diaphragm, vacuum pump which resolved the issue. A review of the analyzer¿s service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the part was replaced by the fsr. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.